Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal vancomycin (dose and frequency not reported) for the peritonitis event. Five days after admission, dianeal therapies were withdrawn and the patient was placed on hemodialysis therapy. The patient then began treatment with an unspecified intravenous antibiotic therapy (dose and frequency not reported) for peritonitis. The patient was discharged from the hospital the same day the patient was placed on hemodialysis. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.